Manufacturer narrative:
(B)(4):the pump powered on with no display but had functional auditory and vibratory features. There was visible moisture in the display. Investigators were able to test the buttons by placing the pump into audio test mode, and all keypad buttons were found to be responding appropriately. The pump was removed from the casing and corrosion and moisture were found on all surfaces. The keypad flex connection was corroded, and all button key contacts were found to be corroded.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the alleged issue began after she went swimming with the pump on. The patient denied that the pump had any visible cracks. She indicated that the pump had visible wear and tear but was intact. She admitted, however, that moisture appeared behind the display after she went swimming. She also claimed that the pump lost power after she had gone swimming. Through troubleshooting, the patient was able to reboot the pump. However, the pump was still unresponsive to keypad button presses. The alleged keypad issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.